Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic single hole thoracoscopic left upper lobe resection, while on parenchymal resection, the device was unable to fire. The staples' blade could not be moved forward. Surgical intervention was done to remove the lesion. New device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.